Event description:
It was reported by the customer that pyxis medstation es system experienced an application crash. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was application crash. A technical support specialist dialed into the station and resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.